Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. Upon receipt, the monitor was unable to power on. The cause of the inability to power on was extensive physical abuse to the monitor. The computer analog pca was cracked in half and unable to be removed from the monitor enclosure. The root cause damaged monitor was excessive physical abuse. No adverse event resulted from the defective monitor.

Event description:
While evaluating a monitor for an unrelated issue, a reportable problem was observed. The monitor was unable to power on.